Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a low reservoir alert that would not clear. Customer stated that he replaced the battery and received a battery out limit. The customer reported that by the day of the call, the device's keypad was unresponsive. Customer confirmed that the insulin pump may have recently been exposed to sweat. Blood glucose level at the time of the incident was 80 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.